Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. A replacement charging system was sent to the patient which did not resolve the issue. The patient's programmer also reflects a communication error. No additional information is known at this time.

Event description:
Follow-up information revealed the patient met with a company and the issues were confirmed. However, no interventions are scheduled at this time.

Event description:
Follow-up information revealed the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.